Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of shock on her right ventricular (rv) lead. The device was interrogated and a chest x-ray was taken revealing that the rv lead had dislodged. The physician elected to explant and replace the lead successfully. The patient was in stable condition.